Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in preop and they stated their battery would shut off or all of a sudden their stimulation would ramp up. Charging had also taken hours. The patient's healthcare provider stated they would replace their battery with a new battery and see if it helped as the battery was in the latter half of its life. The patient was very active but did not report any falls. It was noted the device was discarded. The issue was resolved at the time of report.